Event description:
The pt's wife reported that her husband obtained lower blood glucose reading with co's device. On approximately 7/1/96, the pt opened the bottle. Throughout the next week, he performed approximately 4 blood glucose readings and all results were in the 30-50 mg/dl range. Because of the lower results, the pt thought there was a problem with his meter. He set the test strips and his meter aside and did not use them until he purchased a new battery in august of 1996. After purchasing the battery, the pt performed another blood glucose test with the device and the result was, again, in the 30-50 mg/dl range. Because he continued to believe there was a problem with his meter, he went to his local pharmacy and purchased a new meter. The pt then performed a blood glucose comparison with the device and another device. He obtained a blood glucose reading in the 99-115 mg/dl range with another test strip and a reading in the 30-50 mg/dl range with device. Because device continued to read lower, the pt's wife spoke with co's representative on 9/6/96. The contact did not have either brand of test strips available when she spoke with the representative. For this reason, neither a side by side comparison nor a normal control solution test could be performed. She did not have a check strip to test her husband's meter. The pt's meter was set to the appropriate code when all tests were performed. The contact does not know where her husband stores his test strips or whether he keeps the test strip bottle open for a prolonged period of time.